Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to the insufficient cleaning. Other observations for the device are: due to pinhole in distal end rubber coating (a-rubber) water tightness is lost; due to crack in scope connector (s-connector) water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; due to suction cylinder (s-cylinder) being shaved, suction volume does not meet the standard value; bending tube is deformed; paint on s-cylinder is peeled; objective lens is dirty causing lack of image; due to deterioration of connecting tube, metal part is exposed; connecting tube and universal cord have a wrinkle; control unit has discoloration; and s-connector, distal end cover (c-cover), connecting tube, forceps elevator knob, right/left knob, up/down knob, universal cord, grip, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair f an issue of air/water leak from the distal end. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to the insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material present in the nozzle, as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction supplemental report is being submitted for information on device reprocessing being available at the time of initial MDR submission but not included in it. Customer provided information on device reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. But possibly, the foreign material could be gauze used for wiping the lenses. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Reprocessing was implemented as recommended by olympus.